Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts were unable to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive sheath prepped according to normal standards with irrigation of sheath was done by IV pump.. No issues were noted during ablation. After the ablation catheter was removed and the non-boston scientific device was advanced for post mapping, the valve of the sheath was noted to be leaking a small amount of fluid. The leaking was noted during the last 5 minutes of the procedure. The leak appeared to be coming from around the mapping catheter while it was inserted. The leak was very slow drip with small amount of fluid. The leaking was from the distal end of the handle and from the sheath valve area. Leaked fluid was clear saline the procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts were unable to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive sheath prepped according to normal standards with irrigation of sheath was done by IV pump.. No issues were noted during ablation. After the ablation catheter was removed and the non-boston scientific device was advanced for post mapping, the valve of the sheath was noted to be leaking a small amount of fluid. The leaking was noted during the last 5 minutes of the procedure. The leak appeared to be coming from around the mapping catheter while it was inserted. The leak was very slow drip with small amount of fluid. The leaking was from the distal end of the handle and from the sheath valve area. Leaked fluid was clear saline the procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned.